Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
High capture threshold and a high pacing lead impedance were observed. The lead was capped.